Event description:
Event description cpi received information that at the implant procedure of an implantable pulse generator (ipg) system, this bipolar lead was an attempted implant. The helix of the lead caught in the patients' venous valve and straightened out. The physician elected to cut the lead, leaving the distal portion in the vein, because trying to remove it may have caused damage to the venous.